Event description:
In 2009, the pt reported that over the weekend he has had elevated blood glucose readings ranging from 200-317 mg/dl with his target range being 140 mg/dl. He stated he changed his insulin infusion headset a day prior, and discovered the cannula was bent. He continued to have elevated readings that day and received an e4 (occlusion) which he cleared by again changing his infusion set. This morning he had an elevated reading of 212 mg/dl and received an e4 but stated this was due to the tubing being tangled. He untangled the tubing which cleared the occlusion. His reading at 8:41am was 189 mg/dl. He confirmed the bolus history, time and basal rates on his insulin infusion device are accurate. A complimentary infusion set insertion device and replacement infusion sets were sent to the pt. On follow up 3 days later, the pt stated his blood glucose has returned to normal and that he discovered he had a version of the flu. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.